Event description:
It was reported that the tip was found to be rough during use. The procedure was completed with another device without complications. There was no pt injury reported. This event is being filed based upon investigational analysis of the product.